Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states she is feels well and does not require medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 09/28/2017. Customer confirms the strips were first opened on (B)(6) 2015 and have been stored in the bathroom. Reviewed meter memory: (B)(6). Customers concern:customer is concern with all the results over 200mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she is feels well and does not require medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 09/28/2017. Customer confirms the strips were first opened (B)(6) 2015 and have been stored in the bathroom. Reviewed meter memory (B)(6). No adverse event reported.